Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally put the pump into storage mode. Customer had elevated blood glucose levels (257 mg/dl). Pump was successfully turned back on and customer delivered a bolus to stabilize blood glucose levels.